Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had received inappropriate therapy due to far p wave oversensing. The patient was asymptomatic. Programming changes were made. Patients condition after the event was fine.